Manufacturer narrative:
The lead was surgically abandoned, as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device change out, the physician observed a distinct fracture near the pin of this right ventricular (rv) lead. There were no impedance problems noted on daily measurements trend. This rv lead was surgically abandoned. No adverse patient effects were reported.